Manufacturer narrative:
The pacemaker and the programmer, including the programming wand, were returned for a device analysis. Prior to the analysis, the quality documents accompanying the manufacturing processes of these devices were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. After its receipt, the pacemaker first underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. Finally, a detailed analysis of all existing device data was performed. The device data documented an activation of the safe program due to triggering of the emergency key at the pgh. Based on the available device data, the safe program was triggered four times, with the same programmer (sn (B)(6)), on different days. The programmer and the programming wand were then checked visually, mechanically, and functionally. Aside from slight external damage, no deviations were found during this analysis, which are connected to the clinical observation. It was therefore not possible to reproduce the observed behavior. Interrogation and programming of implants was possible at any time without issues. In summary, both the pacemaker and the programmer and the programming wand were without defects during the analysis and within specifications. There was no material defect or manufacturing error.

Event description:
After an implantation period of approx. 15 months, it was observed that the device was switched to backup mode. The pacemaker was explanted.